Manufacturer narrative:
The insulin pump was received with frozen screen and a constant watchdog alarm with the problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify communicate to carelink pro and time/date anomaly due to frozen screens. The following physical damage was noted: minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that the customer's blood glucose was running high and that he was hospitalized for sepsis. Troubleshooting was declined for the high blood glucose. However, the customer's wife mentioned that his blood glucose exceeded 200 mg/dl. The wife stated that the insulin pump had an inaccurate time and date. His date was (B)(6) 2006. The insulin pump would have issues generating data onto his carelink report. The insulin pump was returned for analysis.